Event description:
It was reported that a patient presented to clinic for routine follow up, the device was interrogated and showed loss of capture on both atrial and ventricular channels. It was confirmed via fluoroscopic that both atrial and right ventricular (rv) leads were dislodged and migrated into the device pocket. The physician elected to explant both atrial and right ventricular (rv) leads and implanted new leads at both positions on (B)(6) 2025. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece with the helix noted extended and clogged with blood/ tissue. Visual and x-ray examinations did not find any anomalies except for procedural damage. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing found an internal short due to procedural damage to the inner insulation. DHR was reviewed and found to be complete. The product passed all quality control tests prior to its distribution.